Event description:
A 2.5 x 20mm adante balloon catheter was advanced and dilatation was performed. While attempting to remove the balloon back after dilatation, the balloon would not withdraw. It was determined that the balloon had fractured in its shaft. The md inspected the length of the balloon and found that there was still some of the balloon shaft left within the guiding catheter. The remaining section of balloon was removed under fluoroscopy. There was no evidence of any material left in the body. The md next advanced an acs, 20 mm length, crosssail balloon and performed a single dilatation in the left anterior descending. At about 12 atmospheres, the balloon ruptured. This was rapidly recognized and the balloon was deflated. The pt did not experience any adverse effects from the balloon rupture.